Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was post-operative cellulitis at the spinal cord stimulator (scs) incision site. The outcome was resolved without sequelae. Interventions included administering antibiotics. The event resulted in in-patient hospitalization, emergency room visit, and unscheduled clinic or office visit. The patient reported that the scs site was swelling and there was back pain. An examination showed that there was scs site erythema and it was tender to the touch with no fluctuance or drainage. The patient was afebrile. The patient received IV antibiotics. The patient was discharged on (B)(6) 2014 . The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was reported as related to the scs pocket.

Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was post-operative cellulitis at spinal cord stimulator (scs) incision site. The patient presented to the ER with back pain and swelling at the (scs) site. The site had erythema and was tender to the touch with no fluctuance or drainage. The patient was afebrile. The patient was given IV antibiotics. The patient was discharged on (B)(6) 2015. The event required in-patient or prolonged hospitalization. Relevant medical history included: non-malignant pain